Event description:
Pt had uncemented pca hip 1985. Began having severe pain in mid-1994. X-rays revealed femoral head was high in acetabular shell. Poly wear, osteolysis seen on both sides of joint. During revision poly insert was found disengaged and dislocated from shell. Head was articulating with shell and had worn a hole through. Osteolysis behind the cup has created large cavity, bone defects.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.